Event description:
It was reported that an asymptomatic patient presented in clinic during the follow-up. The device was post-paced t wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician. The patient was stable throughout.